Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
It was reported that this pacemaker had a year and a half remaining longevity. Boston scientific technical services (ts) then explained how longevity is managed on this pacemaker. Also discussed that the it sounds like the device may have been on edge of one bucket and jumped to the next higher bucket. Ts further explained how pacing works as battery continues to decline. As of this time, this pacemaker remains in service. No adverse patient effects were reported.